Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested and under water pressure tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. It was further reported that there were a few water droplets on the gasket. This occurred after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.